Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The spouse reported that the patient began an unspecified antibiotic for 14 days due to an infection. The type of infection was no specified. No further information was provided. Multiple attempts to obtain additional information were unsuccessful.